Event description:
It was reported to tycohealthcare/kendall on 9/11/2002 that a customer had a problem with enteral feeding pump. The customer stated that "nurse had set unit for 200cc delivery for overnight. Sometime later, nurse checked on the pt and the unit had delivered 549cc." The pt did not seek or require medical attention.